Event description:
As reported by a japan affiliate, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 valve was performed. After valve deployment, pericardial effusion increased. Upon thoracotomy, the bleeding point was found to be in the lv. The bleeding point was not huge, hemostasis was performed surgically. The patient left the operating room. The operator commented that the lv perforation might have been caused by replacing wire although they did not realize it at that time. The operator suspected device was safari wire or amplatz catheter. As per follow-up, the patient is in ICU, but postoperative clinical course is uneventful. The patient is scheduled to be transferred to the general ward. There was no myocardial fragility (previous myocardial infarction, steroid use, radiation treatment). As the left ventricular end-diastolic diameter was 38mm and narrow, fluid was loaded preoperatively. Anulus area or lvot were enough to deploy the valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU),cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest perforation by a guidewire may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device discarded.